Manufacturer narrative:
Date implanted: not applicable, as the iol was removed/replaced during the same procedure. Date explanted: not applicable, as the iol was removed/replaced during the same procedure. The device was not returned for analysis as the product was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular lens (iol) was cracked. Through follow-up, additional information was received confirming the iol fully inserted in the patient¿s ocular dexter (right eye). The optic surface of the lens was cracked. There was no unplanned incision enlargement, no serious patient injury, no unplanned suture(s), and no unplanned vitrectomy. Same procedure was completed using back-up lens with the same model and diopter size. The lens is not available for return as it was discarded. No further information is available.